Manufacturer narrative:
Further updates regarding the event information previously captured in manufacturer reports #3004209178-2016-10226, # 6000153-2016-00640, and #6000153-2016-00641 will now be captured in manufacturer report #3004209178-2016-03552. Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 37791, product type: recharger. Product ID pnma01411a004, product type: recharger. Product ID 040618, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer on 24-mar-2016 reported that the patient was having severe pain in the left buttocks and would like to know if the patient could have an injection in the area since the implantable neurostimulator (ins) was in the same area. The pain in the left buttock started after the trial in (B)(6) 2015. They met a manufacturer representative (rep) yesterday for reprogramming and they were unable to get programming right to help the patient. It was later reported that the pain experienced in the left buttock was the normal pain, which the scs therapy was for. The patient had been seen by multiple reps for reprogramming. She was having pain despite using the ins. Additional information received from the consumer on 29-apr-2016 reported that the patient was getting intermittent poor coupling. The patient was charging up and initially started with 8 coupling boxes, but then it dropped down, then went back up. The patient noted that she did not move the antenna around at that time. The patient charged all the way up to 100%, but the next morning, when she woke up, the battery was already down to 3/4 full. The patient also noted that she did not use the belt because it did not work as well for her. A recharge session was attempted and the patient saw a poor coupling screen. Repositioning the antenna did not resolve the issue. An antenna locate feature was attempted, but the issue did not resolve. No implantable neurostimulator (ins) pocket issues were reported. A new insr antenna was requested. Additional information received from the consumer on 13-jun-2016 reported that the replacement antenna did not entirely resolve the coupling issues or the issue of charging up to 100% / the next morning the battery was down to 3/4 full. The patient stated that the battery needed to charge each day because the program the patient usually used was in high density (hd). There were no reported actions taken to resolve these issues. The consumer also reported that the issues were not resolved; the patient usually charged the ins when it was 3/4 full because she did not like to sit more than one hour. In addition, the belt and sticky tabs did not work for the patient. Additional information received from the consumer on 05-jul-2016 reported that the patient was unable to charge the implantable neurostimulator (ins) after the original implant surgery on (B)(6) 2016. The patient met with the healthcare professional for her post-operative check up, and they were unable to program her sometime after (B)(6) 2016, maybe (B)(6) 2016. She then went for an x-ray, and sometime around (B)(6) 2016 they found the lead had slipped. Lead revision for the slipped/migrated lead was performed on (B)(6) 2016, and then the patient had programming done as late as (B)(6) 2016. The patient was given 3 programs with stimulation and 3 programs without stimulation; the patient stated the manufacturer representatives had told her there was nothing else that could be done. It was also reported that the patient was getting absolutely no pain relief since implant, however the patient later reported getting very little pain relief. The patient had her settings at 3.4-3.6v. She then increased her settings to 4v on (B)(6) 2016 and it helped a lot. It did not help 100%, but it helped 85%. The consumer also reported that the recharge belt did not work for her since implant ((B)(6) 2016), and the adhesive disks did not work for her ¿as far as holding the insr, etc.¿ since about a month ago ((B)(6) 2016). It was noted that the patient would sit in a chair/recliner in order to charge. In addition, the patient reported that it was taking too long to charge the ins since (B)(6) 2016. The patient usually charged the ins when the battery got down to 3/4 charge because she did not like sitting too long to charge. It would take her only 1 hour to charge when the battery was at 3/4 charge. Lately, the patient was busy and her ins went down to 1/2 charge. The patient noticed on (B)(6) 2016 that it took 2.5 hours to charge from 1/2 charge to a full charge, and she wanted to know whether this was normal. It was noted that the patient had 6-8 coupling bars when charging. In addition, the patient mentioned having increased the voltage from 3.4-3.6v to 4v. The patient was advised to follow up with the healthcare professional. It was reviewed that 2.5 hours to charge the ins from 1/2 charge to a full charge might be normal. The patient was advised to have the healthcare professional or manufacturer representative provide technical services with her parameters to calculate what was considered a normal charging session time for the patient¿s usage and settings, if she was concerned that it was taking too long to recharge the ins. In addition, the patient mentioned she was told to never let the battery get down to zero charge.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The consumer reported that they had a reaction to the bandage on their implant and got a rash all over their back. This issue happened on the day of implant. The patient was also getting itching in the area where the bandages were and where the incision was. The patient's lead had also slipped about an inch and a half. This issue was discovered on (B)(6) 2016. The patient had not been moving or bending excessively and didn't have any falls or trauma. The patient had another surgery on (B)(6) 2016 due to the lead migration. The lead was replaced during the surgery. A week after the lead revision surgery, on (B)(6) 2016, the patient checked in to make sure their device was working the way it should be. They noted that there was fluid were the implantable neurostimulator (ins) was during the second surgery. The ins was off as they had been given instructions to wait a week before they turned the ins on. They could not tell if the ins site had healed yet since the bandages were still present. The patient used their recharger to turn their stimulation on but they could not feel the stimulation. Additional information received on (B)(6) 2016 indicated that the patient's stimulation was helping a little but it was in their legs instead of their back so the pain issue was still going on. The rash and itching had resolved. The issues were caused by the bandages and since the patient had been switched to silk bandages the issues had been resolved. The patient was reprogrammed on (B)(6) 2016 but it had not helped much. Charging was also an issue for the patient. Their doctor drained the fluid from the ins pocket and that helped somewhat but charging with the belt was a challenge and it only worked at a certain angle. On (B)(6) 2016 the patient was able to successfully recharge their ins to 100% without much of a problem for the first time. They thought the recharging issue had finally resolved however they still wanted to discuss charging with the belt with a manufacturer representative. They had another appointment scheduled for (B)(6) 2016 to get the staples removed and another reprogramming to try and get the stimulation at the right spot. The patient was indicated for non-malignant pain.

Event description:
Additional information was received from the manufacturer representative on 21-jul-2016 regarding the issue of the implantable neurostimulator (ins) charging too often. Recharging data from the clinician programmer was provided: (B)(6) 2016, duration 1.2 hours, 100% at the end of session; (B)(6) 2016, duration 1.4 hours, 100% at the end of session; (B)(6) 2016, duration 1.4 hours, 100% at the end of session; (B)(6) 2016, duration 1.2 hours, 100% at the end of session; (B)(6) 2016, duration 1.3 hours, 100% at the end of session; (B)(6) 2016, duration 1.3 hours, 100% at the end of session. The patient's therapy settings were e: 450 microseconds, 460 hz, 3.7v, 577 ohms, and 5.714 ma. It was reviewed that the expected recharge interval for these settings was 2.1 days. Possible programming options to reduce battery drain were reviewed, and the manufacturer representative planned to work with the patient on programming options. Additional information received from the consumer on 25-jul-2016 reported that the recharge belt did not stay put and charge unit. In addition, the discs gave the patient a rash and the patient was allergic to the adhesives. There were no reported steps taken to resolve the issues of the recharge belt and adhesive discs not working; these issues were not resolved.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# v(B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 37791, lot# serial# unknown, product type: recharger. Product ID: pnma01411a004, lot# serial# unknown, product type: recharger. Product ID: 040618, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2016 reported that steps taken to resolve the rash/allergic reaction to the adhesive discs included the patient stopping use of the adhesive discs after which the rash/allergic reaction resolved after several days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via a rep reported that the patient is not getting (B)(4) reduction in pain from the ins. The patient re-iterated to the rep the reports of the lead revision already captured in previous mdrs and being unhappy with recharging, and also stated she was unhappy with how far away her hcp lives. The patient went on to say that the recharger belt is useless and that she does not like sitting down to charge. Belt spacers were requested for the patient.